Manufacturer narrative:
One photo from the customer was provided showing the 0.2 micron filter. There appeared to be leakage at the inlet filter vent. The reported complaint of leakage on the 142560488 was confirmed based on the review of that photograph. No samples were returned for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A review of the device history record could not be conducted because the lot number is unknown. Additional information can be found in b5.

Event description:
Additional information was received from the customer stating that there was no healthcare provider harm as result of the complaint/event.

Event description:
The incident involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. The reporter stated that the nurse used the product according to normal practice. There was no tubing replacement. It was patient's first day and first chemotherapy infusion. The patient did not pull the tubing, but there was chemo drug that leaked from the micron filter. There was patient involvement and no patient harm.

Manufacturer narrative:
The device is not available for investigation. However, a photo has been provided for evaluation. The investigation is not yet complete.